Event description:
The increasing incidents of kappa monitors experiencing blank/blackened screens with "no device connected" displayed, has become an alarming issue. We have (B)(4) kappa monitors that are experiencing this issue.